Manufacturer narrative:
A ge service rep performed an on site investigation. The ac power plug was evaluated and repaired. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system experienced an immediate loss of system functionality and an un-commanded shut down. Following this event, the system would not restart. There is no report of a pt injury or death associated with this event.